Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from family member and patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Information was reported that the patient said that her recharger is fully charged, but they are "not getting any power to their device" and is having a loss of therapy because of this. The patient was instructed to connect with her recharger and she got 2 full boxes, the repositioned and got 4 full boxes. The patient said that "it's killing me without it" and said it's been like that for a couple weeks now and they have cut the patient way back on her medications. The patient said that she has been able to charge her implant with full boxes, but says "an hour later it's dead again". The patient said that the ins hasn't been holding a charge for more than an hour for about the last few weeks, and said she hasn't had any reprogramming session recently and said she hasn't had any falls or trauma. The patient stated her patient programmer (pp) "isn't working" but the patient got out her pp while on the phone and synced with her ins, and the pp is working as designed, she is just seeing an empty ins battery and that is needs to be charged. The patient also confirmed that she wasn't confusing the recharger full screen with the ins full screen. The patient was redirected to follow up with their healthcare provider (hcp) to have her ins checked out. No further complications were reported. No additional patient symptoms were reported.